Event description:
It was reported that during a procedure with this fiber, when the fiber was attached to the laser, the aiming beam came on, but when the physician stepped on the pedal, the fiber was not recognized and an error message was displayed. The fiber was replaced and the procedure was completed without reported complications. Analysis of the device identified a tip fracture.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was received for analysis in one piece. Visual inspection of the fiber body did not exhibit any breaks. When connecting the fiber, a light was seen coming through the tip and also below the tip indicating a small fracture and no error was displayed. Fracture within the tip can occur during procedural handling of the fiber during setup, use, or reprocessing. The device history review (DHR) confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Hold the fiber tip to a nonreflective surface and ensure that a circular green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the device or return it to the supplier for replacement. Based on analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure with this fiber, when the fiber was attached to the laser, the aiming beam came on, but when the physician stepped on the pedal, the fiber was not recognized and an error message was displayed. The fiber was replaced and the procedure was completed without reported complications. Analysis of the device identified a tip fracture.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was received for analysis in one piece. Visual inspection of the fiber body did not exhibit any breaks. When connecting the fiber, a light was seen coming through the tip and also below the tip indicating a small fracture and no error was displayed. Fracture within the tip can occur during procedural handling of the fiber during setup, use, or reprocessing. The device history review (DHR) confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Hold the fiber tip to a nonreflective surface and ensure that a circular green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the device or return it to the supplier for replacement. Based on analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.